Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with bradycardia. It was noted that the right ventricular (rv) lead exhibited possible loss of capture. Follow up noted that the patient was not being paced below the lower rate, but was experiencing ectopy and disruption of the rhythm due to the loss of capture. The lower rate was adjusted to reduce unnecessary pacing. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.